Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to broken motor encoder wheel. The insulin pump was unable to perform displacement test due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer stated that the drive support cap appeared normal. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.